Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. The 510k: this report is for a shaft - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a shaft for trephine attachments fell and broke in sterile processing. This complaint involves one (1) part. This report is for one (1) shaft. (B)(4).

Manufacturer narrative:
Part 03.111.030, lot 2550856: manufacturing location: (B)(4). Release to warehouse date: june 08, 2010. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the instrument was returned to customer quality (cq) with one of the three distal prongs missing from the instrument. The fragment(s) of the broken off prong was not received. The 03.111.030 shaft for trephine attachments is a part of the bone harvesting set. During procedures, it is attached to the extraction attachments and handle and used to extract a bone graft local to the joint. The overall condition of the device is good, showing no major signs of wear or discoloration. No new malfunctions or defects were observed as a result of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force applied to the prong and/or consistent use and cumulative wear over the part's lifetime (7+ years), causing material fatigue and breakage. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the device history record. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A dimensional inspection could not be performed at cq because the prong sheared off at its base and was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.